Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The user facility was contacted to obtain additional information and to check the status of the subject device. The investigation is on going, and this report will be supplemented when new and relevant information becomes available later.

Event description:
It was reported that during a colonoscopy, the suction channel of the colonoscope became blocked. The scope was removed and a new scope was used to complete the procedure. Follow up indicated that this issue created a 40 minute procedure delay while the patient was under anesthesia. The device problem did not affect the outcome of the procedure. There was no intervention performed and no injury occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that the procedure was significantly delayed to replace the defective device due to the reported blocked suction channel. However, since the device was not returned to olympus for evaluation, the reported blocked channel was not confirmed. Therefore, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 3 preparation and inspection. Reprocessing manual: chapter 5 reprocessing the endoscope. This supplemental report includes a correction to g2 and h8 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.